Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suffered an impact to the head which led to a decrease in performance.

Manufacturer narrative:
The device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the patient report and the reported accident appear to match the damage found. This is a final report.

Event description:
The patient suffered an impact to the head which led to a decrease in performance.